Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Three days after placement, the drainage tube broke and was surgically removed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product. It was observed that the catheter broke near to the radiopaque marker where the two tube are joined. The complaint was confirmed. Training was provided to operators on the relevant procedures. Additionally, the dye was removed, cleaned and adjusted to be in center. Additional information provided in h.3., h.6. And h.11.